Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges there was a tear detected while inserting the device into the throat of a patient. There was no reported harm or injury to the patient. Surgical procedure: epigastric perforator flap reconstruction.